Event description:
It was reported during a surgical procedure to replace the patient's receiver (reference MFR report: 1627487-2015-12168), the patient's lead was found to have visible fractures and was unable to provide stimulation. The lead remains implanted in the patient and further surgical intervention may take place at a later date. Concomitant product: the implant date is unknown for the following device: model 3416, scs receiver.

Event description:
Follow-up information indicated the patient's scs system was explanted as the physician wanted the patient to undergo a contra-indicated procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.